Event description:
Customer reported that a pyxis anesthesia es system unexpectedly rebooted in the middle of a procedure to install operating system updates, delaying user access to medication. The nature of the procedure was not disclosed. Customer reported the length of the delay was 10 minutes. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly rebooted in the middle of a procedure to install operating system updates, delaying user access to medication. The nature of the procedure was not disclosed. Customer reported the length of the delay was 10 minutes. Patient or user harm was not reported. This event is recorded in complaint number 02724769. A technical support specialist evaluated device's log files and determined the device automatically rebooted as an operating system patch was pushed to the station by the system administrator. The technical support specialist was unable to find any errors in the system's log files. Customer requested technical support specialist to further research to determine the root cause of the reboot. After further investigation, technical support specialist determine reboot was due to a power failure at site. If additional information becomes available, a supplemental report will be submitted. Device confirmed operational.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, g2, g6, h2, h6, h10. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-sep-2020 to 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's unexpected shutdown was due to power failure and the field service technician checked backup battery to see if it was faulty and ran power subsystem test. The battery reading showed 40v and passed the discharge test. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly rebooted in the middle of a procedure to install operating system updates, delaying user access to medication. The nature of the procedure was not disclosed. Customer reported the length of the delay was 10 minutes. Patient or user harm was not reported.